Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer noticed the spring for the sample probe was not operating properly. The customer replaced the spring for the sample probe and had no further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 cobas ise module (double). The initial result was 126 mmol/l. The repeat result was 136.9 mmol/l.